Event description:
The customer reported the fluoroscopic linearity does not meet requirements. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and performed a generator calibration. System operates as intended. This MDR is related to ge healthcare complaint.